Event description:
It was reported by the rep that when (1) tsb45 was used during a bariatric procedure, it had inconsistent staple formation. The surgeon then opened (1) tsb35 and on seventh load it did not want to release. The case was completed with no consequence to pt.